Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer reported the camera was off by about 90 degrees after they moved the boom from feet to head. Error 22020 was observed in logs on universal surgical manipulator (usm) 3 where the 30-degree endoscope was installed. Intuitive surgical, inc. (Isi) technical support engineer (tse) suggested customer remove the endoscope from the usm3 and cancel the guided tool chance (gtc) with the instrument clutch button and reinstall. The customer installed a 0-degree endoscope and continued with the procedure. The isi tse suggested re-installing the 30-degree endoscope when clinically possible to retest the endoscope. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer used a 0-degree endoscope to continue with the procedure. The 30-degree endoscope was not returned for the failure analysis. A supplemental MDR will be submitted if any additional information is received.